Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the reported fault was likely the result of insufficient cleaning. In addition to the b5 findings the following were found. The switch box was dented; s-cover (scope cover) was worn; aw (air water) cylinder was discolored; s-cylinder (suction cylinder) was discolored; flexibility adjustment ring was cracked; fe (forceps elevator) lever was damaged; scope ID data malfunctioned; u/d (up down) knob damage due to angle wire wear; objective lens was damaged; ig (image guide) protector was damaged; lg (light guide) lens was damaged; endoscope protector was damaged; c-cover (probe) was damaged; a-rubber (bending section) adhesive was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera ii colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that there the a/w (air/water) tube and cylinder had foreign materials and the j-tube (jet tube) was clogged with foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.